Event description:
It was reported that the patient recently had their generator replaced and the generator's battery life is quickly depleting. It was noted that the patient is at high settings. Tablet data was provided for review and review of the data indicated that the battery level would rebound once the battery capacity consumed level reached a certain threshold. Information was later received that the patient would be having the generator explanted. An implant card was also received reporting that the generator was replaced due to battery depletion and that the device was observed at near end of service (neos =yes), indicating that the battery level did not rebound and continued to deplete. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was sterilized prior to distribution. The explanted generator was received for analysis. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Generator product analysis was approved for the returned generator. The generator underwent a comprehensive automated electrical evaluation and gave expected diagnostics with intensified follow up indicator [(ifi) = no] observed. There were no performance, or any other type of adverse conditions found with the pulse generator. As it was previously identified in the tablet data review, the battery level would rebound once the battery capacity consumed level reached a certain threshold, this was confirmed by the analysis lab as the battery level was observed ok. This behavior was determined to be due to an increased duration of high battery impedance during generator battery beginning-of-life. M106 generator batteries exhibit a low battery voltage reading behaviors at the beginning of the battery¿s life, due to well-understood battery impedance behaviors of the generator batteries.